Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) /18 7:15pm with blood glucose was 470 mg/dl. The customer's blood glucose at the time of incident was 275 mg/dl. The customer blood glucose went down after using manual injection and again it went down to 115 mg/dl. The customer was wearing insulin pump during hospitalization. The outcome of the hospitalization was customer's blood glucose got down to 230 mg/dl then customer got discharged. The customer reported that the drive support cap was normal. Based on customer report customer allege the insulin pump was under delivering. The high pressure test was performed and they got no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Device passed the delivery accuracy test. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device was programmed with multiple basal rates and monitored. The basal were delivered and recorded properly in basal review screen. Device was received with cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.